Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure was observed. Customer attempted troubleshoot with reboot and recover but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height inseparable drawer was not retained and came out. A field service engineer replaced the inseparable and verified functionality by inventorying the medication. The system functioned as intended after the field service engineer repaired the device.